Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device receives a "shock equipment malfunction" message during ops check. There was no reported patient involvement.

Manufacturer narrative:
The therapy capacitor was replaced. The bench is awaiting other parts to replace to complete the repair.